Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708140, serial# (B)(4); implanted: 2012 (B)(6); product type extension product ID 39565-30, serial# (B)(4); implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was going to be seen on (B)(6) to discuss a revision with the healthcare provider (hcp).

Event description:
It was reported that the patient had had an incident while at work about a year ago, in which the patient got ¿caught on a harness, which put some stress on the implantable neurostimulator (ins).¿ it was noted that the patient had had ¿some pain¿ and the stimulation pattern had changed after the incident. It was noted that x-rays had shown that ¿everything¿ was intact, however the ins had shifted ¿some.¿ it was noted that the voltage was at ¿2.2¿ and the automated impedances were all greater than ¿10,000¿ when tested at 0.7v. Additional information received reported that there was not a symptom reduction greater than 50 percent. It was noted that a manufacturer representative was going to meet with the patient to reprogram the device. It was stated that during impedance readings taken on (B)(6), all impedances were found to have been within the normal range. It was noted that the patient¿s issue still existed and further action was to be determined. It was noted that there had not been any plans to revise the ins placement. It was noted that the patient was receiving effective stimulation in all pertinent areas. Additional information received reported that the stimulation was in the patient¿s lower back and was sometimes ¿all over where the paresthesia is.¿